Event description:
The patient was assaulted with subsequent shocking sensations from the ins. The extension was fractured due to trauma. When the ins was interrogated, shocking sensations occurred. The extension was replaced and resolved without sequela.

Manufacturer narrative:
Lead 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4). Extension model 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.